Manufacturer narrative:
Device is a combination product. (B)(4). Returned product consisted of a rebel stent delivery system (sds) with a stopcock attached to the hub. The outer shaft, inner shaft, stent, balloon and tip were microscopically examined. The stent was not returned. The balloon was loosely folded with the stent impressions. Microscopic examination and tactile inspection presented no damage or irregularities in the balloon. There were numerous kinks throughout the hypotube of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. The target lesion was located in the coronary artery. A 8mmx2.75mm rebel stent was advanced for treatment; however the stent came off the catheter. The location of the dislodged stent cannot be verified. The procedure was completed with another 8mmx2.75mm rebel stent. No patient complications were reported and the patient's status was fine.